Event description:
It was reported that while unpacking a 3.75x12 nc trek rx balloon dilatation catheter, a kink was noted on the distal shaft. There was no patient involvement and there was not a clinically significant delay. No additional information was provided. Returned goods lab received the device with its distal inner member shaft separated and its outer member shaft stretched. Additional information received indicates that the healthcare practitioner was not aware of the separated inner member shaft. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported kink was confirmed. The device was also received with its distal inner member shaft separated. Additional information received indicates that the healthcare practitioner was not aware of the separated inner member shaft. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.